Event description:
The customer reported experiencing high blood glucose of 415mg/dl. The caller stated that insulin from the reservoir leaked past the o-rings. The customer mentioned having an open heart surgery and she is very slender. The customer currently is taking plavix and aspiring. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.